Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Reportedly, customer loaded cold insulin into the cartridge. Reportedly, customer contacted primary care provider for backup insulin therapy. There was no adverse impact on customer's blood glucose level.